Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working approximately three months ago. The existing ipp, which was approximately 11 years old, was explanted and replaced with a new ipp. Upon explantation, the surgeon observed a fluid leak from the tubing connected to the left cylinder component. The surgeon attributed the leak to the age of the implant. No patient complications were reported during the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.